Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain and cloudy pd fluids coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day and was treated with unspecified antibiotics. The patient was discharged from the hospital 13 days later and recovered from peritonitis. The cause of the peritonitis was a break in aseptic technique, specifically, the patient did not follow proper procedure. The patient was retrained on proper aseptic technique. Dianeal therapy is ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The patient's race was reported as (B)(6). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.